Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
FDA inquiry letter for user facility report number (B)(4) was received.

Event description:
It was reported that the lead could not be fixed in the tissue during the implant procedure. Lead was replaced. There were no adverse consequences to the patient.